Event description:
It was reported that pump battery had issues holding charge and was depleting by about 16 percent per day. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, was out of warranty, and was in process of obtaining new device, and no additional information was received regarding the outcome of event.